Event description:
It is alleged that during a case the scalpel/electrocautery instrument began to smoke. The instrument was continued to be used and the case was completed with no patient harm reported.